Event description:
Coiling treatment of an acom aneurysm. It was reported the coil prematurely detached inside the catheter. The physician was able to push the coil into the aneurysm, but a coil tail was observed protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).